Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the experienced high blood glucose level. Customer¿s blood glucose levels were 500 mg/dl, 480 mg/dl and then down to 421 mg/dl. Customer treated with bolus. Customer was no symptoms of high blood glucose although she was tired. Customer did not allege insulin pump was under delivering. Customer stated that the infusion set cannula was bent. Troubleshooting was declined for high blood glucose level and bent cannula. It was reported that the customer was not using auto mode. The insulin pump will not be returned for analysis.